Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels reaching 44 mg/dl. Contact stated they believe low bg's are due to their settings that were recently changed. Reportedly, they are working with their health care professional on adjusting their settings. Customer drank juice and consumed glucose tablets to stabilize blood glucose levels.